Event description:
It was reported that during patient use, the ventilator was making a noise and oxygen was leaking from the bottom of the ventilator. The ventilator continued to ventilate patient. Patient was not removed from the ventilator, and was breathing normally. There was no patient harm. The hospital is not permitted to share any patient identifying information. In the service screen, it showed the o2 inlet pressure was reading 20.3 psi.